Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, customer stated that during the venipuncture, she does not obtain any reflux. The following information was provided by the initial reporter. The customer stated: "the nurse has noticed that sometimes, even though she is sure to be "in the vein" of the patient during the venipuncture, she does not obtain any reflux, especially in children who have to be re-sampled."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd received no samples or photos from the customer. As no customer samples or photos were received the scope of this investigation is limited. Therefore, 30 retention samples were subjected to a draw test with tube to test for any signs of clog or insufficient blood flow during use. None of the retention samples showed evidence of insufficient blood flow in the device. Therefore, this complaint cannot be confirmed based on retain sample testing results. Bd is unable to confirm the customer reported failure mode of clog based on the retain sample testing analysis. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, customer stated that during the venipuncture, she does not obtain any reflux. The following information was provided by the initial reporter. The customer stated: "the nurse has noticed that sometimes, even though she is sure to be "in the vein" of the patient during the venipuncture, she does not obtain any reflux, especially in children who have to be re-sampled."

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, customer stated that during the venipuncture, she does not obtain any reflux. The following information was provided by the initial reporter. The customer stated: "the nurse has noticed that sometimes, even though she is sure to be "in the vein" of the patient during the venipuncture, she does not obtain any reflux, especially in children who have to be re-sampled."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-02-22. H.6. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by functional testing and the indicated failure mode for insufficient blood flow with the incident lot was not observed. Additionally, 30 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to insufficient blood flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode.